Event description:
It was reported by service report that the fowler was stuck in the highest height, would not lower, and the bed would not go into trendelenburg. There was pt involvement. However, no adverse consequences were reported.